Manufacturer narrative:
The valve has been returned to cordis biot for evaluation and testing, however, the engineering evaluation is not yet complete, please note date of 12/26/96 for submission of such info pending completion of the analysis.

Event description:
During implantation, the valve did not function. The valve did not have drainage.